Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03310, 0001822565-2017-03309, 0002648920-2016-00960. Concomitant medical products: tibia cemented 5 degree stemmed left size f, catalog# 42532007501, lot 62770871; femur cemented cruciate retaining (cr) standard left size 8, catalog# 42502606401, lot# 62688531; articular surface fixed bearing cruciate retaining (cr) left 10 mm height, catalog # 42512000510, lot# 62736894. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is experiencing unknown difficulties with a left total knee arthroplasty post-operatively. Attempts have been made and additional information on the reported event is unavailable.